Event description:
It was reported the patient feels a burning sensation and pain at the ipg site when the stimulation is on. Reportedly the patient had x-rays but results are unknown.

Manufacturer narrative:
Recall #: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.